Event description:
It was reported by the (B)(6) study that the left ventricular (lv) lead was found to be dislodged. An attempted to reposition the lv lead was unsuccessful. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk review found no anomalies.